Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of sheath damage is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 5fr microintroducer peel-apart sheath. Use residue was observed on the sample. Microscopic inspection of the distal end of the sheath revealed the sheath was buckled and plastically deformed. The sheath tip deformation was consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC dilator malfunction during PICC placement. Tip deformed while trying to advance into skin. Placed in other arm with new product without incident. No patient harm reported. Additional information received: a negative experience to the patient having to perform the procedure a second time on the other arm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported PICC dilator malfunction during PICC placement. Tip deformed while trying to advance into skin. Placed in other arm with new product without incident. No patient harm reported.